Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not believe on the sensor because there was an incident he was hospitalized which was already been reported and meter was saying like blood glucose 600 mg/dl. The insulin pump will not be returned for analysis.